Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Correction - device discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It should be noted that the coronary stent system, multi-link vision, rx and otw instructions for use (IFU) states: pre-dilate the lesion with a ptca (percutaneous transluminal coronary angioplasty) catheter. Additionally, the IFU states: prior to using the multi-link mini vision rx or multi-link mini vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - use after damage; no pre-dilatation. The 2.75 x 12 mm rx multi-link vision stent referenced is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the circumflex with moderate calcification, a 2.5x12 mm rx mini vision coronary stent system was advanced via direct stenting but could not cross the lesion due to the patient anatomy and the proximal shaft kinked. A 2.75x12 mm rx vision coronary system system was advanced via direct stenting but the same occurred, the stent system could not cross the lesion due to the anatomy and the proximal shaft kinked. No force was applied when resistance was met during advancement. Reportedly, the physician attempted to remove the kinks from both of the proximal shafts while the stent systems were in the patient anatomy which caused the proximal shafts of both stent systems to separate. Both stent systems were withdrawn from the patient anatomy without issue. An unknown drug eluting stent was implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.